Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine (concentration reported as 8.7 mg/day, dose reported as 1 mg/day), indicated for non-malignant pain. It was reported that there is a possible cerebrospinal fluid (csf) leak due to fluid aspiration at the spine. Regarding environmental, external, or patient factors that may have led or contributed to the issue, it was reported that it is possible that it happened during surgery. It was unknown what diagnostics/troubleshooting was performed. It was reported that surgery was to be scheduled as an action/intervention to resolve the issue. Surgical intervention was planned, but had not been scheduled at the time of the report. It was indicated that the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked, but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.